Manufacturer narrative:
Complaint sample did not returned to manufacturer for evaluation. Investigation performed on documentation review. Device does not returned for evaluation.

Event description:
During transhepatic cholangiogram, guidewire broke and not able to be retrieved. Patient taken to operating room twice so far, unsuccessful retrieval.